Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017 reporting that the reprogramming did not help the left side. The representative tried reprogramming again but it did not help. The cause of the lead migration was reported to be unknown. This information was confirmed with the physician. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. The patient reported a loss of stimulation on their left side. An x-ray was taken on (B)(6) 2017, and showed that the left lead had migrated from the top of t8 to t11. The rep met with the patient to reprogram and capture their left side using their other lead that was still in place at t8. The patient will try the settings for 2 weeks to see if they are adequate in helping cover their left side. No further complications were reported. The patient was implanted for spinal pain and failed back surgery syndrome.